Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. After six minutes in the therapy cycle, the balloon deflated. No error message was given. A new catheter was pulled and used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.